Event description:
It has been reported that during the trialing process of a knee arthroplasty, the shim was bent and became difficult to remove.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shim shows a used instrument that is bent along its central vertical axis. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the trialing process of a left total knee arthroplasty, the shim was bent and became difficult to remove. The product was used to complete the procedure.